Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not fire. The surgeon was not able to press the green button. Another device was used to complete the case. There was no patient injury.